Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator assembly was replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the collimator on the 9600 system intermittently would close down and have an iris pot error message. No pt injury was reported.